Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00435 information related to the second bard flat mesh implanted on (B)(6) 2004.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2004 - the pt was implanted with two bard/davol flat mesh products during an unspecified vaginal procedure. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device